Event description:
User reported a false positive result. Negative by lab testing although after 60 hours. No other follow up testing mentioned.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.